Event description:
It was reported that the procedure was to treat lesions located in the native left main (lm) and the left circumflex arteries (lcx) in a bypass patient. After predilatation was performed, a 3.0 x 18 mm xience v stent was placed successfully for treatment of the lm. A 3.0 x 23 mm xience v was placed in the lcx, which was a 2 mm vessel; however, after deployment, a vessel dissection with what looked like a flap was observed in the vessel. Attempts were made to cross for treatment of the dissection with four different sized xience v stents (2.25 x 8 mm/2.5 x 12 mm/2.5 x 15 mm/2.25 x 12 mm); however, they all failed to cross to the lesion. The decision was made to place nine coils coated in a thrombotic substance in the artery to stop the dissection, which was successful resulting in the restoring of blood flow in the artery. No other patient effects were reported. The procedure lasted for approximately 6 hours. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: there were no reported product deficiencies. The reported patient effect of , dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.